Event description:
The guidant radiation therapy specialist reported that the site had completed a treatment and ejected the catheter before the treatment summary screen was displayed. The system generated a "10-450 catheter key has been disturbed" error, which was acknowledged. The treatment summary log indicated a partial treatment, however, all the dosages were noted to be complete as expected. Guidant technical services explained that ejecting the catheter prior to the treatment summary screen being displayed caused the treatment to appear as a partial treatment, and that the treatment was completed.